Manufacturer narrative:
Investigation summary: no returned samples or actual defect samples for investigation, so and in-depth investigation could not be performed. Appearance and np end were inspected for 14pcs retention samples, and all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect parts will be rejected automatically. DHR was reviewed and no qn was found. Manufacture records were reviewed, with no abnormalities found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned, and the provided retention samples passed all inspections. Root cause description: based on the investigation, the complaint is not a manufacturing issue. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the medication wouldn't flow through the pen needle 32gx4mm 14 pack during use, and inspection of the needle afterward showed that the needle tip had separated from the pen and remained stuck in the stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "noticed the medicated liquid won't move during the injection. After pulling out the needles, it's noticed that the issue was caused by needle tip was separated from needle pen and stucked on the insulin pen rubber plug."